Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that possible the reservoir was leaking as it was losing insulin quickly. The blood glucose reading was 120mg/dl. No further information was provided.